Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted to treat a lesion located in the rca. Approximately 13 months post index procedure, patient suffered from normocytic anemia. Event was treated with blood transfusion. Cec adjudicated the event as bleeding complication barc type 3a. Cec indicated the source of the bleeding as gastro-intestinal. Patient was on dapt 24 hours prior to event. Patient outcome is unknown.